Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
The restoration modular distal stem inserter jammed in the definitive stem after insertion. The surgeon struggled to get the stem inserter off the stem and eventually was successful.